Event description:
Pt called into coopervision and stated they have a scar on their cornea with vision loss. No contact lenses or written documentation has been received.

Manufacturer narrative:
The incident was reported by the pt with a call directly to coopervision customer care. This is being reported as unconfirmed loss of vision. Method: no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.